Manufacturer narrative:
Investigation summary: this memo serves to summarize findings on recent complaint on product 271055, lot number b01d260m where it was reported the product label has an expiration of 08-31-2024 and a certificate of 08-28-2024. The label was confirmed to be correct per the batch history record; therefore the certificate was updated with the correct expiration date of 08-31-2024. The matter was investigated, and a quality notification was initiated. Based upon this information, the complaint is confirmed. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of (B)(6) 2021. However, bd will continue to monitor for complaint trending. The review of the device history record was completed with no issue being noted.

Event description:
It was reported that while using bd gaspak¿ co2 indicators incorrect label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "expiry on product does not match certificate."